Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump has gone blank twice. First time was about 10 days prior to calling. The day of the call, the customer went to program a bolus and noticed display was blank. Customer changed the battery and received a battery out limit alarm. Blood glucose value at the time of the blank display is unknown. Customer's blood glucose at the time of the battery out limit alarm was low at 49 mg/dl; he treated with food. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer was advised a battery cap replacement would be sent.